Manufacturer narrative:
(B)(4). The inferior micropituitary shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. Additionally, the dynamic handle has been broken off. Microscopic examination of the fracture surface reveals deformation of the shaft and river lines consistent with excessive rotational force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument tip and handles may have broken after used in the surgery. Although these instrument was used in surgery no patient complications have been reported.